Event description:
Uncommanded table motion of a uroview system occurred during a procedure. No pt injury was reported. When the field service engineer arrived on site he disassembled the hand control and found indications of fluid intrusion. He contatced the biomed department at the site and they said that the hand control had been dropped into a bucket of fluid during the procedure. The hand switch was removed from service and a replacement has been installed.